Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted without difficulty. After nine hours of pumping, the pump alarmed "system error 3" (pump/valve controller failure) and the pump stopped. After the event they tried to restart the pump; however, the pump did not restart. The patient's hemodynamic status became unstable. The pump was exchanged with a datascope 98 pump. There was no reported patient injury or complication.

Manufacturer narrative:
(B)(4).